Event description:
It was reported that the patient underwent a revision procedure due to dislocation of the head and the poly liner. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4. D1. G3. G6. H2. H6. H10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records (x-ray images) were provided and reviewed by a health care professional. Review of the available records identified the following: 2 ap undated views of the right hip. On one of the images, there is a superolateral hip dislocation. There is no fracture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.